Event description:
Customer reported an issue with a pump displaying an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it remained between 54-500 mg/dl. Technical support provided several instructions including removing obstructions from the speaker holes, cleaning them, and checking the cartridge. Despite attempts to resume insulin delivery, the alarm recurred within five minutes. As a resolution, technical support arranged for a replacement pump and cartridge, instructing the customer on the return process for the malfunctioning unit.